Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during shoulder surgery, one healicoil knotless anchor was shredding, with bits of plastic ending up loose in the shoulder joint. It is unknown how the procedure was completed or if there was a delay. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, five devices from the same lot number were received for evaluation. A visual evaluation showed that five unopened devices from the same lot were returned from the customer for evaluation. Per procedure requirements, three devices were opened and evaluated. Device one and three's returned packaging and devices show no manufacturing abnormalities. Device two's packaging has no manufacturing abnormalities. The shaft/barrel of the insertion device appears to have gouges down the length, but no metal shavings were apparent. No other visible defect. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.